Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "safety-s" intermittently during patient treatment which caused the pump to stop. After restart the pump did not display any error message and the treatment was finished without any further issues. No harm to any person has been reported. A getinge field service will be sent onsite for an investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 pump displayed the error message: "safety-s" intermittently during patient treatment which caused the pump to stop. After restart the pump did not display any error message and the treatment was finished without any further issues. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the hl20 displayed the error message: safety-s during patient treatment. The pump has been restarted and the treatment was finished without any harm or injury. A getinge field service technician (fst) was onsite for an investigation on 2023-08-24. The fst was able to reproduce the reported error message: "safety-s". The fst replaced the defective safety system board and the batteries as part of the preventive maintenance. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The replaced safety system board was not available for investigation. Thus no exact root cause could be determined for the reported failure. However a similar complaint was investigated at getinge life cycle engineering on 2023-06-19 and most probable root cause was identified as a loose contact in the connection cable to the control board. Further to this according to the hl20 risk assessment this event can be contributed to: wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error) the device in question was manufactured in 2018-10-04. The review of the non-conformities during the period of 2018-10-04 to 2023-06-29 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "error message "safety-s"" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#(B)(4).